Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had difficulties with the sensors. The customer's blood glucose was 39 mg/dl. The insulin pump had alarmed calibration error. The customer stated that they inserted the sensor in their buttocks. The customer was advised that the site is not an FDA approved spot for the sensor insertion and that they can only insert it in the abdomen. The customer stated that they have abs and cannot insert in the abdomen area. The customer stated that they received a bad sensor and change sensor alerts. Assistance was provided and the customer was advised to change the sensor. Nothing further was reported.